Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that 30 minutes after starting treatment with a prismaflex st150 set, a disconnection of the catheter and the set was observed ¿unscrewed¿ at the entry line level of the set. Treatment was discontinued with blood loss (no further details). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.